Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Customer stated they believe it became cracked when airport security placed it face down on a table. Reportedly, the pump is still functional. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.